Event description:
The patient reported that they fell and went to the emergency room. It was also reported that their device was tested and they were told that the device was not working. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.